Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements along with a rise in pacing threshold measurements. The increase in measurements were noted at routine follow-up. It was noted that prior to the increase, the patient had experienced a fall. The patient is pacer dependent and a lead revision was performed. The lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.